Event description:
It was reported via repair work order that the scale was fluctuating due to malfunctioned footend load cells and malfunctioned cpu. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.